Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed premature battery depletion on a pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition